Event description:
It was reported that during central processing, fenestrated bipolar forceps had exposed broken wires. The instrument was last used on (B)(6) 2025 during a gynecology (partial vaginectomy with cystoscopy and left double j insertion and right ureter reimplantation) procedure. According to nurses on that case, the instrument was normally used until the end with no signs of malfunction. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The probable root cause of frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.